Manufacturer narrative:
(B)(4). Additional information: the patient was diagnosed with the hernia on an unreported date and was hospitalized on (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned to baxter healthcare for further investigation. The serial number of the device was unknown. As a result, the service history review and/or device history review could not be performed as part of the investigation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced a hernia coincident with peritoneal dialysis therapy. The patient reported that the hernia was related to being constipated. The hernia was located in the right lower quadrant below the umbilical area. The patient was admitted to the hospital for the repair of the hernia. The patient was treated with unspecified pain medication (dose, route, frequency, and duration not reported) and unspecified antibiotics (dose, route, frequency, and duration not reported) and hemodialysis for the hernia. The patient remained on hemodialysis for approximately two to three weeks and then returned to peritoneal dialysis therapy using lower fills. On an unknown date, the patient was discharged from the hospital. Seventeen days after the surgery, the patient¿s staples were removed. At the time of this report, the patient was recovered from the event. No additional information is available.